Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-41316.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 455 mg/dl and their sensor glucose read 40 mg/dl. The customer stated their blood glucose was high from treating for their sensor glucose reading. The customer treated their blood glucose with a bolus. The customer also reported bent sensor cannulas on their previous sensors. The customer also reported a sensor error alert with the sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.